Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user observed the flow readings on the display were intermittent. The flow sensor was used to complete the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.